Manufacturer narrative:
During troubleshooting on (B)(6) 2016 the customer manipulated the tubing at valve lv13 to fix the leak. The tubing was pinched causing the baths to overflow. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of about 30 ml from the coulter act diff analyzer during startup. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.